Event description:
As reported by distributor, hospital drew air at the female connector of a contrast injection line while aspirating. There was no patient injury. The used device is being returned for evaluation.